Manufacturer narrative:
A technical support representative reviewed customer data and performed data analysis. All data values were normal and met acceptable criteria. Technical operations performed retain testing and was unable to reproduce the false positive results. Root cause was undetermined. Correction : labeled for single use = yes.

Event description:
Cue customer service manager reporting on behalf of the customer. Customer reports employee received a false positive result on (B)(6) 2023 when testing with the cue covid-19 test for home and over the counter (otc) use (cartridge sn (B)(4), lot 28053a, reader sn (B)(4)). Individual tested negative on (B)(6) 2023 with a sars-cov-2 pcr test. Individual had no symptoms or known exposure. Cartridges were stored within the validated temperature range.

Manufacturer narrative:
Response to device evaluated by manufacturer: cartridges used by the consumer were not sent back for evaluation, therefore, the devices could not be evaluated. The customer provided information regarding the suspected false positive test and a member of the technical support group was able to perform data analysis. The complaint history was reviewed and there were three previous similar complaints against involved lot. The lot history record (lhr) was reviewed for the lot number in the complaint, and it passed release specifications. The investigation is still in process. Findings and the conclusion will be provided in a supplemental report after the investigation has been concluded.